Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and the lot met the releasing criteria. No manufacturing related issues were found during the investigation of this complaint. Even after several attempts to acquire more information about this complaint, no additional information was provided. The break of the guidewire is confirmed; however, investigation suggests that the guidewire breakage occurred due to the external forces applied on the guidewire after the guidewire getting caught in a branch vessel as described during the complaint intake. Instructions for use (IFU) for the aristotle colossus guidewire states warning sections states that: "the aristotle colossus guidewire should be manipulated under fluoroscopy. Do not attempt to move the guidewire without observing the resulting tip response. Advance and withdraw the guidewire slowly and carefully. Never advance or withdraw the guidewire against resistance that is felt or observed under fluoroscopy until the cause of the resistance is determined. Movement of the guidewire against resistance may result in damage to the guidewire or injury to the patient."

Event description:
On the 11th of jul 2024, a scientia vascular employee was notified of a complaint about an aristotle colossus (acl-200-002 ln: 027057) guidewire tip breaking after getting stuck in a branch vessel. The complaint guidewire was returned to scientia vascular on the 2nd of aug 2024. No updates on patient status were provided.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and the lot met the releasing criteria. No manufacturing related issues were found during the investigation of this complaint. Even after several attempts to acquire more information about this complaint, no additional information was provided. For these reasons, a true root cause for the break could not be obtained.